Event description:
It was reported that the customer had an ongoing intermittent bg value displayed as displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Customer had assistance from doctor to help adjust settings. Recommendation was made to consult with a healthcare provider to discuss diabetes management.